Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead system as it exhibited high, out of range, shocking lead impedance measurement. Boston scientific technical services (ts) reviewed daily measurements trend and stated that there was one spike of shock impedance greater than 200 ohms last december. Ts further discussed out of range shock impedance, its possible causes and advised troubleshooting options. Additional information received from field representative that the patient was evaluated in the clinic and had lower shock impedance measurement. Commanded shock was not performed and that physician decided to continue to follow the patient in office. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.